Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment on 20 january 2017. The representative confirmed the reported event and found that the connectors on the interface (umbilical) cable were damaged. The representative then replaced the interface (umbilical) cable and the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system showed an error for connection between the imaging system and the viewing station of the imaging system. Restarting the system did not resolve the reported issue. The site elected to continue the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. Investigation confirmed reported complaint, "mvs to ias connection is broken. Connection issue." Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit test. The gbit test failed on connector p1-b, showed opens on lines 3, 4, 5 and 6. Gbit an testing was performed using a cable validator-nt900. Failed visual inspection. Connector p1-b on connector end of cable is damaged causing connection failure. The hardware investigation found that reported event was related to a physical damage failure mode. The sub-root cause is the connector damaged, pin bent or missing.